Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was making too much ice. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer isn't defrosting the unit every forty-eight hours as indicated in the instruction for use (IFU). They are defrosting every couple of weeks. This issue was mentioned to field service rep (fsr) as preventative maintenances (pms) were being performed, as an ongoing problem. The customer indicated three occurrences, since the exact date/times of occurrences were not documented. The fsr defrosted the unit and found that the ice sensor was not clipped into the bracket properly. After the fsr clipped the ice sensor into the bracket and performed preventative maintenance (pm), the unit operated to MFR specs and was returned to clinical use. The fsr reviewed instructions for use (IFU) requirements for defrosting of the unit every forty-eight hours with the customer.